Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or blank display noted. The pump passed the alarm test and no unexpected error alarms, reset or time/date reset was noted. The pump had a cracked lcd window, minor scratches on the lcd window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that his pump shut off and restarts frequently. The customer stated that there are cracks on the screen in the upper left hand corner. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.